Event description:
It was reported that balloon de-gloving occurred. A 2.50mm x 15mm maverick was found to have the balloon degloved from the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter with a maverick 2 shelf box and an un-identified guidewire. The guidewire was located inside the guidewire lumen of the maverick 2 as received. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The un-identified guidewire was protruding 122cm from the exit notch and 47cm form the distal tip. The guidewire was removed from the maverick 2 with no resistance. The shaft was kinked at the exit notch and 1cm proximal of the exit notch. The inner shaft was buckled under the balloon and the balloon was bunched. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The bunched balloon may be consistent with reported de-gloved balloon due to the appearance of the damaged balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon de-gloving occurred. A 2.50mm x 15mm maverick 2 was found to have the balloon degloved from the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).